Event description:
It was reported by the customer that during pm, the pressure sensor was replaced for pressure sensor failure and failed the pm again. Pressure sensor reset task was performed after failed pm and after the replacement. This was reported to bd representatives during site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.